Event description:
It was reported the epg (external pulse generator) paused on its own. No patient complications were reported as a result of this event. Follow-up attempts were unable to confirm patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The encoder flex was found to be out of specification, electrical, after the repair was performed during the final test. The battery returned with the device tested below the end of operation voltage of 6.3v, while under load. Visual anomalies included compressed battery contacts, a contaminated side bail cover, a broken upper case and ring cover, and a bent ring bail. The visual anomalies observed would not have caused the reported behavior.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.